Event description:
It was reported that during the attempted implant procedure, there was difficulty removing the stylet from the lead and that the lead dislodged and could not be repositioned. It was also reported that there may have been blood in the lead. The lead was removed and a second lead was attempted, however, the physician encountered the same difficulty removing the stylet even with considerable force. It was also reported that it felt very tight maneuvering the lead in the patient. The second lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.